Event description:
It was reported that the catheter was kinked. The event occurred during procedure. The product was never implanted. The pump system was infusing morphine. The patient's status at the time of report was "alive-no injury." There were no symptoms associated with this event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Event description:
Additional information reported the catheter kinked while trying to implant. The kink was at the distal tip of the catheter. The issue was resolved with another catheter. According to the physician, the patient is well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).